Event description:
Customer reported device = 410 mg/dl. Lab = 153 mg/dl. Tests were performed within 30 minutes of each other. Patient received medication, however the type was not provided. Controls were in range. A request was made for for return product, and replacement product was sent.